Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. Blood/body fluid was noted in the lumen. The returned segment of the lead was noted to be electrically continuous. Insulation abrasion was noted through to the anode conductor coil 225-235 millimeters from the terminal pin. Multiple surface abrasions were noted over the insulation. Due to the location and type of damage, it is likely this was caused by lead-on-lead interaction, coupled with movement.

Event description:
Boston scientific received information that during the implant procedure this lead had an exposed coil that was straightened out during insertion. The lead remained implanted for over twenty years with no reported clinical observations. The lead was subsequently returned for analysis. There were no adverse patient effects reported.